Event description:
It was reported that an alarm 22 declared. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level. Troubleshooting with tandem technical support indicated that alarm was declaring normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.